Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted system, was completely explanted following an infection post hematoma drain. The patient remained hospitalized, pending infection resolution with pharmacologic intervention. Another system implant is planned at a later date, on the opposite side. Patient is sinus rhythm stable and no other adverse effects were reported. No products are expected to be returned to boston scientific for analysis.